Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level of blood glucose 591 mg/dl. Customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 575 mg/dl and sensor glucose value that triggered suspend event was 77 mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. The difference between the sensor glucose level and blood glucose level was 498 mg/dl. The sensor will not be returned for analysis.